Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units and distributed most of them into the market, there are (B)(4) units in stock. Tightness test to the closed sample received has been performed and the unit is tight. Visually, thread surface appearance of sample received is uniform. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. The needles of the samples received have been tested for bending strength and the results fulfill the OEM specifications. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfills the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that during testing in the hospital, the suture catches in the tissue. The thread broke and the needle bent. It appeared that the 2/0 suture is larger than usual.